Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. The investigation determined that the reported failure was due to a defective pneumatic block. This issue would not allow the device to complete its internal self-test. The pneumaticf block was replaced to address this issue. The device was cleaned, serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4). Note: at the time this complaint was reported to the manufacturer it was assessed as being a non-reportable life malfunction event. An in-depth analysis of this complaint report as well as the device investigation identified information to change the assessment to reportable.

Event description:
Importer ref# (B)(4).